Event description:
Rt staff reported pulse ox probe not working picking up low saturation lows 86. Blood gases performed, patient lavaged and suctioned, vent settings changed. According to documentation the probe was changed out three times in the last two nights. The patient is in no distress pulse ox reading 98% lungs are clear. Finger probe for pulse ox not picking up oxygen saturation levels, once changed saturation level return to normal 98%. This is a common problem.